Event description:
The customer has complained of intermittent problems with excessive ECG artifact and inappropriate ECG leads off alarms since march. The reporter said the artifact occurs most often while pacing. In some cases, the operator has pressed on the ECG monitoring electrodes to resolve the leads off alarms. There were no adverse affects to pts reported as a result of the alleged malfunctions.